Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the malfunction. The cse replaced the inspiratory module printed circuit board (pcb), the oxygen sensor and the oxygen sensor cable. The cse performed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the 840 ventilator oxygen sensor alarmed, and the pt was placed on another unit. There was no reported injury.